Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the implantation of the intracranial control sensor, the patient had a decrease in oxygen saturation that required oxygen supply with mask. Accidentally, a spark from the electric scalpel originated that produced a flare that went out instantly and caused burns to the body surface of the patient.